Event description:
It was reported that the customer woke up with high blood glucose. When he gives himself a bolus, the blood glucose does not sink as much as it should. The customer believes the insulin pump was not delivering the correct amount of insulin. The caller changed the reservoirs and infusion sets, but the results were the same. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.